Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting a false negative total b-hcg result on the alinity I, serial number (B)(6). Through an extensive investigation, the fsr found alnty ci snsr bsl, list number 04s68-04, needed to be replaced, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed a false negative alinity I total b-hcg result for one patient. The following data was provided (</=5.00 miu/ml is negative, >/=25.00 miu/ml is positive): sample ID (B)(6) initial result was 3.8, repeat, on another analyzer, was 1142.6 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false negative alinity I total b-hcg result for one patient. The following data was provided (</=5.00 miu/ml is negative, >/=25.00 miu/ml is positive): sample ID (B)(6) initial result was 3.8, repeat, on another analyzer, was 1142.6 miu/ml. There was no impact to patient management reported.